Event description:
Patient underwent explant of vns generator and lead as patient felt that it never helped. The device was reported to have been disabled for years prior to explant. Analysis was performed on the returned lead portions. During the visual analysis, the lead coil appeared to be broken. Scanning electron microscopy was performed on the coil break and identified the area as being mechanically damaged with pitting which prevented identification of the coil fracture type. Two of the broken coil strands appeared to have evidence of a stress induced fracture (rotational forces) which most likely completed the fracture. Residual material was observed on the coil surface. The remaining broken coil strands were identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, no pitting and evidence of a stress induced fracture (rotational forces) which most likely completed the fracture. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings and slice marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed on the deposit observed on the outer silicone tubing and identified the deposit as containing silicon and phosphorus. With the exception of the observed abraded openings and discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Since a portion of the lead assembly including the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead.